Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. Investigation results of stent kinked. The investigation results of guide catheter and push catheter break. A visual inspection of the device revealed that the guide catheter was broken and the push catheter was broken. The guide catheter was bent and stretched in several locations. The stent was loaded on the distal section of the broken guide catheter. The suture was holding the stent as intended. The stent was found to be kinked and bent in several locations. The push catheter was bent in several locations. The suture hole on the push catheter was partially torn. A functional evaluation for stent deployment was not performed due to the returned condition of the device. Based on the product analysis, it is likely that procedural / anatomical factors were encountered during the procedure which may have limited the overall performance of the device. Tortuous conditions due to patient anatomy or customer manipulation can cause the delivery system to bend/coil leading to kinks in the device. Once the device is severely kinked/bent, the device would fail to deploy the stent. Force used to deploy the stent could cause stretching and breaking of catheters. Therefore, 'operational context' is selected as the most probable root cause for the complaint.

Event description:
It was reported to boston scientific corporation that a flexima¿ biliary stent was used in an ebd(endoscopic biliary drainage) procedure performed in the bile duct. According to the complaint, during the procedure, the physician determined the position for stent deployment, however, the guide catheter stretched and the stent failed to deploy. The device was removed from the patient and the procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good." This event has been deemed a reportable event based on the investigation results; stent kinked and push catheter and guide catheter broke.